Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin into two segments. The proximal and the distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. The analysis showed multiple signs of wear along the lead fragments. In particular 9cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 2cm distal to the is-1 connector pin and 33cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.